Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Due to the intra-operative events, the device was not successfully implanted,the screw broke intraoperatively and fragment remain in the bone. The screw is implant grade. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Product was not returned. Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that a surgery for a finger fracture was performed on (B)(6) 2018. During the surgery, either of the following devices broke at the tip. Drill bit ø1.1 l56/39 f/core hole. There were broken pieces left in the patient finger, however, it was unknown which part of the finger. The surgery was delayed, the time is unknown. There were no adverse consequence to the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
It was reported that one (1) of the screw from the following listed five (5) screws broke during procedure, however it is impossible to identify which screw got broken. Potential part and lot numbers of the broken screw is as below. 04.214.109s cortscr ø1.5 self-tap l9 tan, lot # l324507, 1 pc. 04.214.112s cortscr ø1.5 self-tap l12 tan, lot # l253250, 1 pc. 04.214.112s cortscr ø1.5 self-tap l12 tan, lot # l235635, 1 pc. 04.214.114s cortscr ø1.5 self-tap l14 tan, lot # l103250, 1 pc. 04.214.118s cortscr ø1.5 self-tap l18 tan, lot # l103253, 1 pc. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the broken device was not a drill bit but a screw. One screw out of the five screws was broken. Surgery was completed successfully. Patient outcome reported as okay. Concomitant device reported: 1.1mm drill bit/mqc for threaded hole/56mm (part # 03.130.202s, lot # l594179 or l591952, qty 1) this report is for one (1) unknown broken 1.5mm ti cortex screw.

Manufacturer narrative:
A device history record (DHR) review was performed for: part no.: 04.124.109s, lot no.: l324507, manufacturing location: (B)(4), release to warehouse date: 06.mar.2017 , expiry date: 01.feb.2027. Part no.: 04.124.112s, lot no.: l253250 , manufacturing location: (B)(4), release to warehouse date: 06.jan.2017, expiry date: 01.dec.2026. Part no.: 04.124.112s, lot no.: l235635, manufacturing location: (B)(4), release to warehouse date: 04.jan.2017, expiry date: 01.dec.2026. Part no.: 04.124.114s, lot no.: l103250, manufacturing location: (B)(4), release to warehouse date: 24.aug.2016, expiry date: 01.aug.2026. Part no.: 04.124.118s, lot no.: l103253, manufacturing location: (B)(4), release to warehouse date: 24.aug.2016, expiry date: 01.aug.2026. No non-conformance reports (ncrs) were generated during production for all the above mentioned parts/lots. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.